Event description:
Add'l info rec'd from MFR 9/14/04: styker instruments did not submit a medical device report for this incident. Upon further investigation, the reporting physician now believes the bone beneath the device (cement) was the cause of the failure, not the device (cement). Therefore, in accordance with 803.22 (b)(1) a medical device report would not be required.

Event description:
Md's stated vertebroplasty in 2004, pt returned with pain, surgery required three days later. Bone cement had turned to powder.